Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device had motor error and button issue.. The customer¿s blood glucose was unknown at the time of the incident. The customer states the buttons are sticking. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.